Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation, the device malfunction was unconfirmed during evaluation. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): operation manual - 4.9 reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reprocessor had a blocked pipe (foreign material). The reported issue occurred during reprocessing. There were no reports of patient involvement.